Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic piece around ring of reservoir was missing. The customer¿s blood glucose level was unknown. The customer stated that rewind takes louder. The customer also stated that insulin pump had unexplained no delivery alarm while priming. The insulin pump will not be returned for analysis.